Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported a peritoneal dialysis (pd) pt developed peritonitis due to unk cause and was hospitalized. Medical records received indicated the pt presented to the emergency room (ER) on (B)(6) 2015 with diarrhea, nausea and vomiting. Peritoneal fluid analysis showed (5824 wbc, 93% neutrophils) with large amounts of neutrophils, therefore the pt was started on vancomycin and ceftazidime intraperitoneally (ip). Peritoneal fluid culture did not show any growth. Peritoneal fluid wbc decreased to 180 (39% neutrophils) with antibiotics. During follow up, pt's diarrhea has resolved.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. Device history review was performed and found no non-conformance reports or other abnormalities during the manufacturing process. The product involved met current specifications. In addition, the device record review confirmed the labeling, material, and process controls were within specification. The system level review of the liberty cycler and concomitant products found no indication that the products caused or contributed in any way to the clinical event. Medical records were reviewed. Medical records do not indicate the cause or origin of the peritonitis. The patient's peritoneal dialysis registered nurse reported that the cause of the peritonitis remains unknown. Medical records do not contain dialysis treatment records or progress notes for review. Medical records do not indicate a causal relationship between the patient's liberty cycler and the hospitalization for peritonitis. There was no documentation to conclude the patient's peritonitis was related to product malfunction.

Event description:
Patient had presented with abdominal pain. The patient's intake became poor and she became hypoglycemic. Patient presented to the hospital with weakness and fatigue, as well, and was admitted into the hospital. Patient also had a pre-existing condition of a urinary tract infection and started on keflex. Patient was continued on peritoneal dialysis. Physician notes state there was no evidence of peritonitis. Physicians documented the patient's hypokalemia was due to diarrhea and this was replaced. Patient had no peritoneal dialysis inflow or outflow issues and the effluent looked clear. Patient was stared on intravenous and intraperitoneal antibiotics. Patient was discharged home.